Event description:
During a transfemoral tavr procedure a dissection/tear occurred past the anterior leaflet of the mitral valve into the left atrium, extending into the pulmonary artery. After successful deployment of a 26 mm sapien xt, a small pericardial effusion was noted on tee. The team administered protamine sulfate to reverse the heparin. It was hypothesized by the team that perhaps the pacing wire had caused the effusion. The patient was stable and the effusion was not growing. The patient was removed from the table and transported to recovery is stable condition. Within the next hour, the patient became hypotensive and was taken to the operating room to place a drain to remove blood from the pericardium. The patient was stabilized and returned to recovery. Within the next hour, the patient became hypotensive again and was returned to the operating room. A sternotomy was performed and it was discovered that a piece of calcium near the mitral valve had dissected the heart tissue past the anterior leaflet of the mitral valve into the left atrium, extending into the pulmonary artery. The patient expired the day of the procedure. The cause of death was reported as bleeding from the tear in the cardiac muscle (from displaced calcium). The native annulus measured 19mm x 27.6mm, with an area of 440.3² by CT. There was moderate annular and leaflet calcification, and mild aortic root calcification. The sinus of valsalva measured 31mm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Findings from the CT imaging report reviewed by the edwards physician proctor and correction to the conclusion are being submitted. The 3mensio CT imaging report review: observations: the CT was of poor quality; it appeared there were two right coronary arteries vs. Artifact. Angiogram confirmed there was only one right coronary artery; it appears that there was a large amount of artifact ( both motion and interference ) crossing the ascending aorta and the annulus, which is responsible for the appearance of 2 right coronary arteries (ostium, double track or boundary with image distortion) this patient has an annulus area between 370-390 mm² but because of artifact a bigger annulus is seen. From tte, the annulus is measured at 18-18.9mm. Based on this information, the correct size valve was a 23mm sapien xt. Impression: the valve was oversized > 30%. The CT was of poor quality and therefore was not appropriate to be used for measuring the annulus. The patient was an elderly female. A 23mm sapien xt was the appropriate size valve for this patient. The 26mm was oversizing with risk of rupture in this case, based on the CT imaging review by the edwards physician proctor, procedural factors [valve oversizing by >30%] contributed to the cardiac rupture. A 23mm sapien xt was the appropriate size valve for this patient.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success in this case, patient and procedural factors [displacement of calcium during valve deployment] appears to have contributed to this cardiac rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.